Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coude catheters were not curved enough, therefore the patient was unable to fully insert the catheter.

Manufacturer narrative:
The reported event was unconfirmed. Eleven latex intermittent catheters were returned. Three of the eleven samples were tested. Each catheter contained a curve. According to specification, the products were in specification as it states to "accept any curve unless catheter is completely straight." The indicator was found to be in place and there was no other defects to note. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coude catheters were not curved enough, therefore the patient was unable to fully insert the catheter.